Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Copper deficiency [copper deficiency] neuropathy [neuropathy peripheral] neutropenia [neutropenia]. Leukocytopenia [leukopenia] anemia [anemia]. Case description: an attorney reported that their female client, now (B)(6), used fixodent denture adhesive, version unknown cream, unspecified total daily use beginning (B)(6) 2003 through (B)(6) 2011, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, and copper deficiency with neuropathy, neutropenia, leukocytopenia, and anemia. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.